Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A facility reported receiving a system message. The handpiece was replaced. The case was completed but the following 2 cases were canceled. There were no pt injuries reported.

Manufacturer narrative:
A company service representative examined the system. The u/s pcb was replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaint and will take action for further occurrences as necessary. (B)(4).